Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flows. Although, a specific cause could not conclusively be determined, the account reported it was due to dehydration and hypertension. Additionally, a specific cause for the reported events as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient had frequent low flow alarms. The patient has multiple areas of tape along their driveline. The submitted log files contained data from (B)(6) 2021 at 13:17:08 to (B)(6) 2021 at 15:27:24 and from (B)(6) 2021 at 21:38:05 to 26mar2021 at 14:54:59. The pump fixed speed was set at 8800 rpm with a low speed limit of 8000 rpm for the duration of the captured data. There were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 201 low flow hazards. There were no other abnormal events captured. The pump operated above the low speed limit of the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. Heartmate ii lvas IFU, rev. H, and heartmate ii patient handbook, rev. G are currently available. The heartmate ii lvas IFU lists cardiac arrhythmia, bleeding, hemolysis and infection as adverse events that may be associated with the heartmate ii left ventricular assist system. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6 of the IFU, ¿patient care and management¿, also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. This section also stated that antihypertensive therapies must be documented. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16feb2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was admitted and found to have bacteremia and pneumonia. No concerning issues with his pump were found. The patient¿s lactate dehydrogenase (ldh) has returned to baseline without any intervention, unknown why it was elevated. The patient was loaded with amiodarone and underwent successful transesophageal echocardiogram (tee) and dc cardioversion (dccv) on (B)(6) 2021 for a-fib/flutter, cause of a-flutter unknown. The patient discharged home with intravenous (IV) antibiotics and currently stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, the patient who is covid negative presented to the emergency room with shortness of breath, chest pain and reported blood in urine this morning. Initial workup ongoing. Log file submitted revealed low flows. The pump is seeing a reduction in blood volume. The patient is in a new atrial flutter. Current oxygen saturations 98% on a non-rebreather mask currently with respiratory rate: 30. The patient¿s mean arterial pressure (map): 88. Hemoglobin (hgb) stable for patient. Lactate dehydrogenase (ldh) up to 350 u/l from 150 u/l. Additional information was requested but not yet provided.